Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. The camera, lot number: t302727, was returned to the manufacturer for analysis. The returned scu powered up on the test bench without issue. The scu had normal tracking and function for all three ports. However, a check of the event log showed a history of intermittent internal strober errors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was intermittently not working. There was no patient involvement.